Manufacturer narrative:
Manufacturer completed the entire form. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that alleges that the tracheostomy tube sustained damage at the cuff. Emergent replacement of the tube was required due to deflation of the cuff after 25 days in situ. No permanent adverse effects to patient were reported.